Manufacturer narrative:
(B)(4). The customer reported the device displayed an error code 01000 (defib failure biphasic error). This error code is accompanied by the message/instruction defib failure cycle power and then operation halts. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displayed an error code 01000 (defib failure biphasic error). This error code is accompanied by the message/instruction defib failure cycle power and then operation halts. There was no report of pt involvement or adverse pt impact.